Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving (3.0 mg/ml at .675 mg/day) via an implantable pump for non-malignant pain. It was reported that pocket fill occurred during scheduled refill of pump. There was 7 ml of morphine in pump and 13 ml in pocket. The healthcare professional was unaware that needle withdrew from reservoir port. The company representative was called for additional guidance. The hcp attempted  to aspirate from pocket with no success. The infusion rate was changed to minimum rate and  patient was admitted to the emergency room (ER) to remove pocket full and overnight monitoring. Pump pocket was surgically opened to remove all morphine from the pocket and cleaned out and closed back up. The issue was resolved at time of the report. Patient was doing better. The hcp reprogrammed patient yesterday and will refill pump in two weeks. Patient status was alive no injury.